Manufacturer narrative:
The fse verified the instrument, and observed no further issues. Raw data analysis completed on november 20, 2014 indicated the wbc raw counts for all the 3 apertures were at a lower rate of about 900 counts per second for the first 5 seconds of the data collection which then started to increase at the 6th second. The last 4 seconds show an extremely high raw count rate of over 15,000 counts per second. Since the 3 apertures had similar results, there was no vote out. As a result, the wbc was very high. In conclusion, the cause of the event cannot be determined with the information provided.

Event description:
The customer reported obtaining unflagged erroneous white blood cell (wbc) results on a patient's sample from the coulter lh 780 hematology analyzer in the open vial mode. The sample recovered higher wbc result on the instrument when compared to the manual slide review. The result was reported outside of the laboratory and was questioned by the pathologist. The same sample was rerun approximately twenty three (23) hours later on an alternate instrument and produced lower result which correlate with the manual slide review. Please refer to the patient data table attached. There was no report of injuries, or change to patient treatment in connection with this event. The sample was collected in 5 ml bd vacutainer. No information was provided in regard to sample handling. All controls recovered within the expected ranges. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.